Event description:
It was reported that the arctic sun device alert 113 reduced water temperature control. Patient temperature (pt) in esophageal probe 35.4c, targeted temperature (tt) was 37c, water temperature (wt) was 21.4c, water flow rate (wfr) was 2.6 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 25.2c, outlet control temperature (t2) was 26.1c, inlet temperature (t3) was 25c, chiller temperature (t4) was 9.7c, water flow rate (wfr) was 2.4 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 3021.6 and pump hours were 2640. Walked through stop therapy, empty pads and drain 16 ounces of water from right drain port. Called back 30 minutes later. The water temperature (wt) was 39.9c, patient temperature (pt) has not increased but confirmed esophageal temperature and rectal temperature were correlating.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alert 113 reduced water temperature control. Patient temperature (pt) in esophageal probe 35.4c, targeted temperature (tt) was 37c, water temperature (wt) was 21.4c, water flow rate (wfr) was 2.6 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 25.2c, outlet control temperature (t2) was 26.1c, inlet temperature (t3) was 25c, chiller temperature (t4) was 9.7c, water flow rate (wfr) was 2.4 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 3021.6 and pump hours were 2640. Walked through stop therapy, empty pads and drain 16 ounces of water from right drain port. Called back 30 minutes later. The water temperature (wt) was 39.9c, patient temperature (pt) has not increased but confirmed esophageal temperature and rectal temperature were correlating. Per follow up information received via mail on 13jun2025, it was reported that the technical support call resolved the issue. The patient was able to complete therapy, and no patient impact was reported. There were no further issues with the device.

Manufacturer narrative:
Bd has determined that this issue was confirmed as overfill by user. This is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause for the reported issue is the device being overfilled. Patient temperature (pt) in esophageal probe 35.4c, targeted temperature (tt) was 37c, water temperature (wt) was 21.4c, water flow rate (wfr) was 2.6 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 25.2c, outlet control temperature (t2) was 26.1c, inlet temperature (t3) was 25c, chiller temperature (t4) was 9.7c, water flow rate (wfr) was 2.4 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 3021.6 and pump hours were 2640. Walked through stop therapy, empty pads and drain 16 ounces of water from right drain port. Called back 30 minutes later. The water temperature (wt) was 39.9c, patient temperature (pt) has not increased but confirmed esophageal temperature and rectal temperature were correlating. Per follow up information received via mail on 13jun2025, it was reported that the technical support call resolved the issue. The patient was able to complete therapy, and no patient impact was reported. There were no further issues with the device. A DHR review is not required as the reported event is confirmed use related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Contact customer service to order internal cleaning solution. To replenish the internal cleaning solution 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.